Event description:
It was reported that treatment was attempted on a highly calcified stenosis (contrary to dfu) in a severely tortuous left anterior cerebral artery in the a1 segment. During catheterization, a dissection of the lesion occurred, without clinical consequences. Due to the dissection, pre-dilatation was not performed. During placement of the stent, it was impossible to advance the inner body. As more push was applied to advance it (contrary to dfu), the stent started to deploy; however, the stent was able to be fully deployed across the lesion. As the stent delivery system (sds) was being withdrawn, the dual-tapered tip got hooked up in the stent and could not be removed from the vessel without moving the stent. A balloon was placed in the vessel and inflated to keep the stent in position, while the sds was removed from the anatomy. At the end of the procedure, bleeding on the contra-lateral side of the a1 segment was noted, although there were no maneuvers performed in that vessel. The patient was referred to neurosurgery.

Manufacturer narrative:
Quality assurance has not completed their investigation of the returned product as of the date of this report. Results and conclusions will be forwarded upon completion of the analysis.